Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the squirts insulin during priming. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had slower or louder during rewind. The customer also stated that the scratches on display of insulin pump screen and that affect to read the screen. The customer stated that the buttons of insulin pump was less responsive and harder to press. The customer stated that the insulin pump had random unexplained no delivery alerts. The insulin pump will not be returned for analysis.